Manufacturer narrative:
Event date unknown. One device was returned for evaluation. Visual inspection revealed the downstream occlusion (dso) seal degraded. Event history log was reviewed with nothing to note. Functional testing was able to replicate the reported issue; alarm 41622 occurred after around 45 minutes of running the pump. The root cause was determined to be a defective cam sensor. The cam sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error 41622. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
A1, a2, b3, b5, h6: updated to reflect additional information received. D4: correction.

Event description:
Additional information was received that there was patient involvement. The patient's therapy was delayed but no patient harm/adverse event was reported. The pump was switched.